Manufacturer narrative:
The device was not returned for analysis and the complaint of discomfort could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probable cause for the complaint; therefore, the cause cannot be established.

Event description:
It was reported that the patient experienced discomfort at the ipg pocket site and wanted the ipg positioned higher. The patient underwent a pocket site revision procedure where the ipg was repositioned. The patient is doing well post-operatively.

Event description:
It was reported that the patient experienced discomfort at the ipg pocket site. At the request of the patient she underwent a pocket revision procedure to reposition the ipg to a higher location, and is doing well post-operatively.